Event description:
It was reported that a pt underwent a contralateral posterolateral fusion with rhbmp-2 and morsellized allograft. At an unk time post op, the pt developed osteolysis.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.